Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It is further reported that the implant fracture was discovered three months post-operative.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: a right sided plate and screw fixation device is intact. On the left, the fixation plate is fractured and a mandible fracture line is visualized without displacement. Overall alignment of the mandible is maintained. Bone quality appears mildly osteopenic. There is no malalignment. An osseous fracture line is visualized. No other complications are identified. A definitive root cause cannot be determined. The reported event is confirmed, based on provided x-ray. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is further reported that the patient experienced a bone fracture and has osteopenia.

Event description:
The patient underwent an initial procedure. During the recheck in the hospital, it was discovered that the plate had fractured. However, no revision procedure has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). G2: foreign: china. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.